Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the reported symptom of does not recognize a closed door. The device was operating out of specification. Eval found the cause was loose link screws. The link screws were replaced.

Event description:
It was reported that a spectrum pump would not recognize a closed door. It was also reported that there was no pt injury.